Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 587-588 mg/dl. Customer was unsure of bg cause; however, customer alleged a leaking site may have caused elevated bg. No issues with the infusion set site were observed at the time of this event. A correction bolus via the pump was delivered to address bg. Customer was treated with intravenous insulin and a sliding scale. The pump history was reviewed and an auto-off alarm was found the night prior to the hospitalization. Customer was still hospitalized at the time of the report. No additional details were provided.